Event description:
It was reported that the ventilator did not pass the pressure transducer sub-test of the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) visited the hospital facility and found that the ventilator system displayed a technical alarm for "expiration flow measurement error". The fse replaced the expiratory channel printed circuit board and reinstalled software and customer configurations. The fse performed a pre-use check and the ventilator system now failed the pressure transducer test. As a consequence the fse replaced pressure transducer printed circuit board(s). Then fse ran again a pre-use check, verified proper operation of the device, the ventilator system passed all tests. After these corrections were done the ventilator was returned to the customer and cleared for clinical use. The printed circuits boards were kept by the user. Our device log evaluation confirms that the pressure transducer test was failing during pre-use check the given date of event at three times (02:31, 02:35 and 02:38). At the time 15:39 the pressure transducer test was performed successfully. This may indicate an intermittent behavior. Further evaluation of the device logs confirm the technical alarm for expiration flow meter (exp. Flow measuring error). Our conclusion of this is that this failure mode is that at the time was most likely related or caused by ¿wet¿ expiratory cassette (high condensation). This failure mode is not related to the pressure transducer test failing during pre-use. As the customer decided to keep the replaced pc-boards no further technical investigation is possible and therefore the true root cause cannot be established.

Event description:
(B)(4).